Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 51 mg/dl. Customer declined troubleshooting for the low blood glucose and was treated with candy. Customer also reported that, sensor updating alert and did not receive a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.